Manufacturer narrative:
H3 other text: device not returned to maufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged pain and suffering, and an unspecified harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
1) the device was returned to the third-party service center for evaluation. During the evaluation, the device was visually inspected internally and externally, and no faults were found. No problem was found with the device and the unit passed functional testing. 2) in the previous file the report was submitted for initial which is updated to final in this report. Additionally, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid were also updated in this report.